Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results for two patients. The following data was provided (customer¿s reference range is 9.03-19.04 pmol/l): sample ID (B)(6), a 69-year-old female patient with hyperthyroidism, initial result, on (B)(6) 2024, was 26.41, repeat result was 11.85, repeat result, after re-centrifuging, was 11.53 pmol/l. The tsh and ft3 results were in the normal range. Sample ID (B)(6), a newborn patient, initial result, on (B)(6) 2024, was 21.37, repeat result was 16.85 pmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect free t4 results for two patients. The following data was provided (customer¿s reference range is 9.03-19.04 pmol/l): sample ID (B)(6), a 69-year-old female patient with hyperthyroidism, initial result, on (B)(6) 2024, was 26.41, repeat result was 11.85, repeat result, after re-centrifuging, was 11.53 pmol/l. The tsh and ft3 results were in the normal range. Sample ID (B)(6), a newborn patient, initial result, on (B)(6) 2024, was 21.37, repeat result was 16.85 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 63114ud03, stored at the recommended storage condition. The testing was completed indicating that the product is performing as expected. An increase in complaints has been observed for lot 63114ud03, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect free t4, lot number 63114ud03, was identified.